Event description:
Event description guidant received information that one day post implant, thresholds are elevated in the right ventricle (rv) and the left ventricle (lv) . Programmed rv and lv output settings are elevated. The device is frequently inhbiting pacing therapy and some pauses are 4 to 9 seconds in length. No patient injury has been reported as a result of the pacing pauses.